Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: 5063025.

Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned and still implanted in patients body. The patient was doing well postoperatively.